Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculation decrease from eight years to three years. Data analysis determined that the device power consumption appears to be high which appears to be a malfunction of unknown cause. Boston scientific technical services (ts) also explained that given that the power consumption increased with an unknown cause, there is no predicting how the device will perform therefore the physician needs to decide how quickly to change out based on patient's need for therapy. The device remains in service. No adverse patient effects were reported.